Manufacturer narrative:
On 12/29/2012, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: a mentor memorygel breast implant 500cc , catalog number 3505004bc, serial number (B)(4), lot number 5965139. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The patient¿s device was returned to mentor severely rented. No other anomalies were observed. However, because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. A root cause of failure could not be determined. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 500cc and experienced rupture on the left side. As a result, the patient had undergone removal on (B)(6) 2012.

Manufacturer narrative:
On december 19, 2023, mentor received additional information indicating that the rupture was actually on the right side. In addition, the patients implants were replaced with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 6547888 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 5965139 sn: (B)(6).

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information indicating that the patient only had a right side removal and replacement. The actual replacement for the right breast was the 550cc mentor memorygel breast implant (catalog: 3505504bc lot: 6547888 sn: (B)(6)).